Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a thoracentesis procedure the access needle was squirting fluid from the valve and would not properly close. One patient received a pneumothorax during the procedure and needed a chest-tube placement/intervention to prevent serious injury. No additional patient consequences to report.

Manufacturer narrative:
The suspect device has been returned for evaluation. The complaint is confirmed. The root cause is undetermined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Corrective actions are in process.